Manufacturer narrative:
Should additional relevant information become available, a follow-up report will be filed.

Event description:
It was reported that particulate was found in 3 to possibly 10 units of the secure 50 ml 2 port eva bags, lot 66043-a6929. Later it was reported an additional 3 units were identified with particulate. The particulate was noted by the same pharmacy upon inspection after the bags were filled. There is no report of patient injury or death. The particulates are in the process of being analyzed by a third party laboratory. Should additional relevant information become available, a follow-up report will be filed.